Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection.

Manufacturer narrative:
At this time, this device had not been explanted. If additional information is received, this report will be updated.